Event description:
On (B)(6) 2014 animas sales contacted the patient's mother regarding pump being out of warranty. The patient had allegedly kept having issues with the animas pump, went back to multiple daily injections for awhile, and then switched to a different pump. There is no adverse event related to this issue. This complaint is being reported based on the alleged issues with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.